Event description:
A patient was involved in a motor vehicle accident and admitted to the hospital on (B)(6) 2014. Surgery was performed and a rib plating system was implanted. Patient had extreme flailed chest, ribs 3 thru 10 were flailed and a lot of the fractures were comminuted. During surgery, the surgeon was having difficulties inserting a few of the screws.(72 screws and 6 plates, covering 11 fractures). Three screws were removed due to this difficultly and replaced with three new screws. After reviewing the standard post-operative films it revealed a loose screw possibly from the fourth rib as it looked like there are only 2 screws visible (3 screws were inserted on each side). The surgery was delay approximately ten minutes and was completed successfully. The patient is scheduled to return to the operating room (B)(6) 2014 for removal of an unknown screw, this report is for 1 screw part and lot number unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for 1 screw part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.